Event description:
One pt sample was high for cea at 34 ng/ml and then upon repeat was 20 ng/ml. The tech release the result and it was reported as 34 ng/ml to the insurance company. The laboratory was contacted by the medical director approximately one week later. The applicant had gone to his doctor. A sample was obtained and the result of cea was 3.0 ng/ml using a different analyzer. The laboratory then repeated the original sample three times coming up with values in the 8 to 12 ng/ml range. The sample was then sent out to another laboratory and a result of 2.8 ng/ml was obtained. Actual date of all testing is unk. Pt was not adversely affected. It is believed by the customer this one sample may have interferences. If additional information is received, appropriate notification will be provided.